Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. The customer indicated that the needle of the applicator was stuck in their arm. The customer did not experience any symptoms and self-treated by removing the needle of the applicator from their arm. There was no report of death or permanent impairment associated with this event.